Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective plunger clamp in the reported problem area of the pipette assembly. The tip clamp and plunger clamp were replaced. The barcode reader was also observed not functioning correctly and was replaced. The instrument was inspected, tested without further problem, and returned to service.